Manufacturer narrative:
The reported events of low sensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. A visual inspection and x-ray examination of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that low sensing and high capture threshold was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.